Manufacturer narrative:
Batch review performed on 22-nov-2024. Lot 1810239: (B)(4) items manufactured and released on 04-apr-2019. Expiration date: 2024-03-18. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 5 years and 3 months after primary, the patient came in reporting pain due to a periprosthetic femoral fracture and the cause is unknown. The surgeon revised the medacta stem and head with competitor's components and revised the medacta liner with another medacta liner. The surgery was completed successfully.